Manufacturer narrative:
Pump was received with blank display, problem isolated to the electronic assembly pcb unable to confirm failed batt test and unable to perform any tests due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery test failed alarm occurred after inserting new battery. The customer was able to clear the alarm. The contacts of battery cap was not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.